Event description:
It was reported that the stent implant dislodged while passing through a calcified lesion. The stent was removed from the anatomy on the stent delivery system (sds). No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from an interaction with other devices, the patient anatomy and/or a previously implanted stent. Based on the information provided, the lesion was calcified and may have contributed to the reported difficulty. Analysis of the returned stent delivery system (sds) noted blood visible in the guide wire lumen as well as contrast in the inflation lumen and balloon, suggesting that the sds was prepared for use and at least loaded onto a guide wire. The stent implant was returned dislodged from the balloon, confirming the reported complaint. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, the inner diameter of the returned orange protective sheath was measured and met manufacturing specification. The entire length of the stent was found to be smashed and the distal half of the stent was also stretched, which may have occurred during or after the procedure due to handling, as this damage was not originally reported in the case description. As a result of the damage, measurements of the outer diameter of the stent could not be taken. It was also noted during the analysis that the balloon was returned loosely-folded, suggesting that positive pressure had been applied to the system at some point during the procedure. Multiple attempts were made to get clarification from the account as to when the balloon was inflated, but no additional information is available at this time. It is possible that during advancement, the stent may have interacted with other devices and/or the calcified lesion such that it became disrupted on the balloon and dislodged proximally onto the shaft. The balloon may have then been pressurized slightly to remove the sds and dislodged stent and once outside the patient, the stent may have been removed from the sds at the account, thereby contributing to the noted damage, however, this cannot be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Although a definitive cause for the reported stent dislodgement and noted damage cannot be determined, there does not appear to be any indication of quality deficiency associated with the product. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgment force.